Manufacturer narrative:
The investigation of optical signal issue has been completed. The impella device was not returned for evaluation. The data logs show 'impella position in aorta' alarms with no log abnormalities indicating alarm was correct such as non-pulsatile ao-ps or motor current. All optical 5s parameters were in normal range. No placement signal not reliable (psnr) triggered. The cause of the issue was most likely patient condition related as clinical details noted that the pump position was verified via imaging and data logs do not show any hard failures of the optical sensor.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that two days after impella 5.5 implant, an impella in aorta alarm appeared. The pump was verified to be in the correct position at the time of the noted issue. Support was able to continue with the implanted pump without interruption.